Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2018 as no event date was reported.  The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Problem code 2906 captures the reportable event of clip failed to release from the catheter. Conclusion code 4316 is being used in lieu of an adequate conclusion code for "device not returned". The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a procedure performed on an unknown date. According to the complainant, during the procedure, the clip able to grasp and lock onto tissue but failed to release from the catheter. No patient complications have been reported as a result of this event. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Additional information received on december 21, 2018 it was reported that the procedure was completed with another resolution clip device. There were no reported patient complications as a result of this event.

Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2018 as no event date was reported.  The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a procedure performed on an unknown date. According to the complainant, during the procedure, the clip able to grasp and lock onto tissue but failed to release from the catheter. No patient complications have been reported as a result of this event. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.